Event description:
It was reported that the catheter was placed on (B)(6) 2011 in the operating room during a heart transplant procedure. While in the ICU, a 10 ml syringe was used to deflate the catheter; however, only 8 ml of fluid was returned. The catheter was gently and slightly pushed in and out several times but the nurse was unable to fully pull the catheter out. A second nurse made an attempt to remove the catheter, she carefully pushed the catheter inward and gently slid the catheter back out but the catheter tip remained stuck in the end of the patient's penis. The staff gu surgeon made an attempt to remove the catheter. After checking to ensure that the fluid had been completely removed from the balloon, lubricant was added and removal was attempted again however the catheter still could not be removed. The physician obtained consent from the patient to perform surgery. The patient was sedated with ketamine and a 3 cm incision was made below the meatus and the foley catheter was removed by pulling on the catheter. It came out easily. Three sutures were placed in the incision.

Manufacturer narrative:
No sample was returned for evaluation. The device history record was reviewed showing nothing that could have caused or contributed to the reported event. The instructions for use states: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).